Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited a pump collapse during attempted inflation. During the surgical procedure, it was identified that both cylinders had holes in their outer layers, resulting in system fluid loss; consequently, the reservoir was found empty. The ipp was explanted and replaced with a new device. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.